Event description:
A malfunction was reported with a pump, which occurred without any notable prior events. There was no adverse impact on the customer¿s blood glucose level. Technical support provided reset information to the customer, who was unable to reset the pump initially due to being at church without a charger. A follow-up email was sent with the reset steps.